Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings or issues related to rupture device were observed. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device has been explanted.